Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had an anti-body or antibiotic administration and a wound treatment post-operatively.